Manufacturer narrative:
This supplemental report is to provide additional device information that was recently made available. Updated field: d4 - expiration date and h4 - device mfg date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to submit a correction to the previously submitted report and to provide additional information based on the approved final investigation. Corrected fields: b1, b2, b5, h1, and h6 health effect - clinical code. Updated fields: d8, d9, h2, and h6. The actual device was not returned to olympus; therefore, olympus was unable to confirm the reported phenomenon, and the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on similar investigation results from past cases, potential mechanisms that may have contributed to the reported issue include the following. The loop may have disengaged from the hook inside the tube sheath if the distal end of the coil sheath was not extended from the tube sheath during operation, resulting in the loop becoming trapped between the hook and the inner surface of the coil sheath and preventing loop movement. In addition, unintended forward movement of the tube sheath (potentially due to patient peristalsis or movement of the scope) may have caused the base of the loop to enter the coil sheath, resulting in jamming of the hook and loop within the coil sheath. Another possible mechanism is increased frictional resistance between the wire assembly and sheath assembly, potentially influenced by scope angle, meandering of the scope tube, and the state of the sheath from the forceps channel to the vicinity of the handle unit. This increased resistance may have contributed to deformation or breakage of the operating pipe, which could prevent the loop from being released from the main unit. Olympus will continue to monitor field performance for this device

Event description:
During a therapeutic colon polypectomy, the ligating loop of a single-use ligating device could not be removed as intended, and initial attempts to cut the loop were unsuccessful, resulting in a procedure prolongation of 30 minutes or greater and transport of the patient to the emergency room. Further correspondence with the customer confirmed that the loop was subsequently cut without issue, the procedure was completed during the same encounter, the patient returned home the same day, and based on the due diligence information received, no patient harm, injury, abnormal vital signs, or adverse clinical outcome were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device's loop could not be removed during ligation. This occurred during a colon polypectomy procedure. As the patient was being transported to an emergency room, the procedure was completed. There were no reports of patient harm.